Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. During decon, unit was not cooling. Replaced mixing pump motor. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that did not have flow and would like to send it for the 2000 hour pm service. Per investigator notification received on 14jul2023, it was also found during evaluation and it was reported that the artic sun device was unable to cool. The outer shell with louvers missing one nut plate. The device went through the preventive maintenance program.

Event description:
It was reported that the biomed had an arctic sun device that did not have flow and would like to send it for the 2000 hour pm service. Per investigator notification received on 14jul2023, it was also found during evaluation and it was reported that the artic sun device was unable to cool. The outer shell with louvers missing one nut plate. The device went through the preventive maintenance program.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.